Event description:
It was reported that the bd syringe 3ml ll w/ndl 25x1 rb barrel / flange was damaged. The following information was provided by the initial reporter: material #309581 lot #5035738 verbatim: rcc received a complaint via phone. Pir attached. Customer called to report that there seems to be a hole in the syringe, ref 309581 lot 5035738, while trying to clear out air bubbles in the syringe, the more he tried he could not get it out, he discovered he has lost all the medication. He used 305195 to draw up, no issues with the needle. Customer is requesting for reimbursement of the medication lost. Sample is available for return.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - barrel / flange damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.